Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01728. This report is being submitted as additional information. Approximate age of device- 1 year and 10 months. Manufacturer's investigation conclusion: although a deposition was found within the outlet stator, a direct correlation between this finding and the report of the patient¿s elevated ldh and hemolysis symptoms could not be determined. Examination of the pump¿s blood contacting surfaces found a deposition within the outlet stator. The deposition did not show laminated layering, indicating that it did not likely form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the vad was supporting the patient. Although a root cause for the origin of the thrombus could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated ldh and hemolysis symptoms. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Visual inspection of the pump bearing and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient presented to the emergency department with complaints of dark colored urine associated with abdominal pain radiating to the right testicle. The site also reported a suspected device thrombosis event with a plasma free hemoglobin of 85.1 g/dl. The patient was in cardiogenic shock. On (B)(6) 2018, the patient underwent a pump exchange and the presence of thrombus was observed in the rotor. No additional information was provided.